Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. No cosmetic damage noted during visual inspection. (B)(4).